Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, 80% stenosed mid right coronary artery (rca). The lesion was serially pre-dilated with 3x8 mm and 3x12 mm balloons. The 3.0x18 mm xience prime stent was deployed and when removing the device and performing a check shot, a distal end dissection was noted. The dissection was treated with a 3.0x8 mm drug eluting stent which was not initially planned. There were no adverse patient sequela. No additional information was provided.